Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out or range shock impedance measurement. The pacemaker clinic is not concerned as the patient is monitored closely and the shock impedance measurements have been consistently within normal range. There were no adverse patient effects reported. Additional information has been received that the high out of range impedance measurements continue and the patient continues to be monitored.

Manufacturer narrative:
(B)(4). This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.